Manufacturer narrative:
Title: a promising technique for easier single incision laparoscopic cholecystectomy: needle grasper traction of gallbladder source: videosurgery and other miniinvasive techniques accepted: 26.02.2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source, the study aimed to perform single incision laparoscopic cholecystectomy (silc) using a needle grasper for gallbladder traction, thus simplifying the dissection of calot's triangle. There was a total of 118 patients who underwent elective laparoscopic cholecystectomy for gallbladder stones or polyps in general surgery clinics between december 2013 and december 2014, who were analyzed retrospectively. The patients were composed of two groups, wherein 58 patients had needlescopic single incision laparoscopic cholecystectomy (nsilc) and 60 patients who had conventional laparoscopic cholecystectomy (clc). Both groups had the same peri-operative complications which included gallbladder injury and bleeding, which were resolved through hemovac drainage. In the silc group, there was one gallbladder injury and three patients who had bleeding, which was resolved through drainage and was removed the same day. While for the clc group, there was one patient who had gallbladder injury, one patient with wound infection, and four patients who had bleeding, which was also resolved through drainage. A promising technique for easier single incision laparoscopic cholecystectomy: needle grasper traction of gallbladder; turgut domez ; videosurgery and other miniinvasive techniques; 16.may.2018.